Manufacturer narrative:
H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced an occlusion event where pateint could not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Patient reported he already used his spare tubing and was unable to see drops at the end of tubing. No further information available.